Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and visual impairment ("vision problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, pelvic pain, metrorrhagia, menorrhagia, psychological trauma, bladder disorder, vaginal discharge, urinary tract disorder, cystitis, urinary tract infection, weight decreased, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, nausea, visual impairment and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, bladder disorder, cystitis, device breakage, device dislocation, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy note in essure insertion date : (B)(6) 1970. Essure confirmation test not captured. Received treatment for bladder problems, urinary disorders, bladder infection, uti, vaginal infection and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: case upgraded to incident. Event injury nos replaced with new events: pelvic pain , abdominal pain, menorrhagia, metrorrhagia, psychological trauma, pregnancy with essure, device ineffective, spontaneous abortion, device breakage, device migration, bladder problems, urinary disorders, bladder infection, uti, vaginal infection and vaginal discharge, hair loss, dental problems., hormonal changes, nausea, vision problems, weight gain and weight loss were added. Plaintiff demography added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and visual impairment ("vision problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, pelvic pain, metrorrhagia, menorrhagia, psychological trauma, bladder disorder, vaginal discharge, urinary tract disorder, cystitis, urinary tract infection, weight decreased, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, nausea, visual impairment and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, bladder disorder, cystitis, device breakage, device dislocation, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy note in essure insertion date : (B)(6) 1970 essure confirmation test not capture received treatment for bladder problems, urinary disorders, bladder infection, uti, vaginal infection and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: quality-safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 (B)(6) 1992, (B)(6) 1995, (B)(6) 2001), recurrent abortion, irregular periods, cholecystectomy, menometrorrhagia, vulvovaginitis, esophageal dysphagia, rectal bleeding, esophagitis, hiatal hernia, pulmonary embolism and pancreatic cyst. (B)(6) 2019-final diagnosis. Esophageal nodule, biopsy: squamous epithelium overlying gastric-type mucosa with patchy chronic inflammation. There is no intestinal metaplasia nor dysplasia identifiedfinal diagnosis esophageal nodule, biopsy: squamous epithelium overlying gastric-type mucosa with patchy chronic inflammation. There is no intestinal metaplasia nor dysplasia identified. (B)(6) 2019-surgical pathology consultation. Diagnosis -endometrium, biopsy. Shedding endometrium. Negative for hyperplasia, atypia or malignancy. Concurrent conditions included gravida ii. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient was found to have a pregnancy with contraceptive device ("pregnancy/pregnancy (stillbirth or miscarriage),") and experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced gastrooesophageal reflux disease ("acid reflux"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight decreased ("weight loss"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with pantoprazole and surgery (dilation and curettage). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, pelvic pain, metrorrhagia, menorrhagia, vaginal haemorrhage, vaginal infection, psychological trauma, bladder disorder, vaginal discharge, urinary tract disorder, cystitis, urinary tract infection, weight decreased, fatigue, alopecia, tooth disorder, hormone level abnormal, nausea, visual impairment, weight increased and gastrooesophageal reflux disease outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, bladder disorder, cystitis, device breakage, device dislocation, fatigue, gastrooesophageal reflux disease, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy note in essure insertion date : (B)(6) 1970. Essure confirmation test not capture received treatment for bladder problems, urinary disorders, bladder infection, uti, vaginal infection and vaginal discharge. The patient did not have her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs+mr received - lot number were added. New events abnormal bleeding (vaginal), acid reflux were added. Event of pregnancy downgraded to non-serious. New reporter, patient information, medical history, treatment drug, lab data were added. On 24-feb-2020: no new significant information we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 ((B)(6) 1992, (B)(6) 1995, (B)(6) 2001), miscarriage, irregular periods, cholecystectomy, menometrorrhagia, vulvovaginal mycotic infection, esophageal dysphagia, rectal bleeding, esophagitis, hiatal hernia, pulmonary embolism and pancreatic cyst. (B)(6) 2019-final diagnosis esophageal nodule, biopsy: squamous epithelium overlying gastric-type mucosa with patchy chronic inflammation there is no intestinal metaplasia nor dysplasia identified final diagnosis esophageal nodule, biopsy: there is no intestinal metaplasia nor dysplasia identified. (B)(6) 2019-surgical pathology consultation -- diagnosis -endometrium, biopsy -shedding endometrium. - negative for hyperplasia, atypia or malignancy. Concurrent conditions included multigravida. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient was found to have a pregnancy with contraceptive device ("pregnancy/pregnancy (stillbirth or miscarriage),") and experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced gastrooesophageal reflux disease ("acid reflux"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight decreased ("weight loss"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with pantoprazole and surgery (dilation and curettage). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, pelvic pain, metrorrhagia, menorrhagia, vaginal haemorrhage, vaginal infection, psychological trauma, bladder disorder, vaginal discharge, urinary tract disorder, cystitis, urinary tract infection, weight decreased, fatigue, alopecia, tooth disorder, hormone level abnormal, nausea, visual impairment, weight increased and gastrooesophageal reflux disease outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, bladder disorder, cystitis, device breakage, device dislocation, fatigue, gastrooesophageal reflux disease, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy note in essure insertion date : (B)(6) 1970 essure confirmation test not capture received treatment for bladder problems, urinary disorders, bladder infection, uti, vaginal infection and vaginal discharge. The patient did not have her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Batch number: 508295 manufacture date: 2005-07, expiration date: 2007-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.